Event description:
The patient fell down approximately 1 month ago and may have caused the loss of capture to occur. Patient was presented to clinic with no capture on lv epicardial lead. The epicardial lead was explanted but not returned.